Event description:
It was reported that the day of implant, the patient experienced chest pain/pleuritic pain. Echocardiograph showed small pleural effusions. The atrial and rv (right ventricular) leads were repositioned without incident, the pain resolved, and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014. (B)(4).